Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of insufflation pressure not stable, not holding pressure, was confirmed. The evaluation found the unit showed no air pressure on air gauge due to damaged air joint unit with its front part broken off. A reportable evaluation finding was the power switch was damaged with cracked protective cover, plastic cap was torn off. An additional evaluation finding was the suction feet were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the maintenance unit insufflation pressure was not stable, not holding pressure. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the power switch was damaged with cracked protective cover, plastic cap was torn off. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the protective cover of the power switch being cracked and the covering being torn. Olympus will continue to monitor field performance for this device.